Manufacturer narrative:
Pulmonary emboli h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via safety retrospective aggregate report collected for 40 patients that post-op, one case for cement pulmonary emboli was reported, which has now recovered/resolved.